Event description:
The customer reported the system failed to raise and lower. Also, the collimator failed to open. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and switch were replaced. The representative did not replace any parts related to the collimator. The system was found to be working as intended, and put back into service.